Event description:
The user facility reported a fracture with the radifocus guide wire device. Follow up communication with the user facility reported the following information: (1) the physician was performing an angiography; (2) upon the first withdraw of the actual device, the physician noted the tip of the actual sample had been fractured; and (3) the fractured piece is still in the patient, who is under observation.

Manufacturer narrative:
The actual sample was returned to the manufacturing facility for evaluation. The distal segment was missing. Visual inspection upon receipt found the guidewire to be fractured. The actual sample was measured, and the total length measurement revealed that the actual sample was 3mm shorter than specification, confirming that the missing portion is approximately 3mm. Magnifying inspection of the distal end of the urethane layer revealed evidence of the tip having been torn off. Electron microscopic inspection of the actual sample revealed the generation of some creases on the urethane layer. The outside diameter of the urethane layer was verified to be normal. Functional testing of the device confirmed the product met specification. The lot number was not provided by the user facility, which prevented a meaningful review of production and complaint file records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the actual sample was subjected to a pinching force, resulting in the fracture of the shaft. Based on the information available, it cannot be determined how or when the sample was subjected to the pinching force that resulted in the fracture. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).